Event description:
Additional information was received that the patient's symptoms have resolved, and the patient no longer needs surgical intervention.

Event description:
It was reported that the patient experienced severe foot pain post procedure that led to patient being admitted to the hospital. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing the pain.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000168161.